Event description:
It was reported that during a septectomy procedure, it was reported not able to reload the stapler. Another device was used to complete the case. There were no adverse consequences to the patient. We are still attempting to obtain complete information about this event. However, in the interim, the device has been returned with a note from the hospital that the device jammed and could not be reloaded. A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
(B)(4): yoke teeth. Evaluation summary: the analysis results found that an atb45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device, however, the returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger, when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The reload was loaded in the test device and did not fall out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.